Manufacturer narrative:
As an internal review of the report of a third patient death while on service, the events on the complaint case activity were reviewed by clinical operations and medical safety. The original case from 2023, referenced two different strips. In reviewing this complaint, the medical safety manager identified that the first MDR listed (1000341190-2023-00001) references two strip ids in the complaint. During the investigation & re- analysis into the case, those two strip ids are associated with 2 different patients, so it was concluded that a second separate MDR should have been submitted at the time.

Event description:
The customer mentioned two recordings where cardiologs misses vf and asystole identification in the ECG analysis report. Customer later found out that patient passed away. Escalation required for missed pause for vf and asystole identification events reported by the client preventice solutions (former cardiologs technologies client) on (B)(6) 2023.